Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. (B)(4).

Event description:
It was reported that during a total laparoscopic hysterectomy, the hand activation buttons would not work. They switched to the footpedal and completed the case. There was no consequence to the pt.